Event description:
During an ablation procedure, a faradrive was selected for use. While inserting the electrode into the sheath and aspirating potential bubbles, it was noticed that air was drawn in from the outside through the valve. The sheath was replaced, and the procedure was completed without patient complications. The device is not expected to be returned as it is retained by the customer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.